Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to user error. During procedure while attempting to implant the lead, the scrub tech was back loading the lead via the wire and the wire poked through the lead. The physician then requested another lead. Furthermore, a new lead was implanted. No adverse patient effects were reported.